Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a tibia plate implant broke at the fracture level. There is no other information available. This report is for an unknown tibia plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a tibia plate, part and lot number unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.